Event description:
Boston scientific received information that the patient with this device sought medical attention due to audible tones. As a result, the device was interrogated; a fault code (1003) was observed. The code is indicative of a lower than expected voltage for the projected remaining capacity. Boston scientific's technical services was then contacted for recommendations. The ts consultant reviewed the case with the guidance that the product should be removed from service and returned for analysis. Two days later, the device was explanted and returned for laboratory analysis. Another boston scientific device was successfully implanted.

Manufacturer narrative:
The ICD was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed fault code 1003 was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant (3.02 volts) was sufficient to ensure therapy availability/delivery while the device was implanted. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.